Manufacturer narrative:
The cause for the discordant sodium(na) results is unknown.

Event description:
The customer reported discordant sodium(na) results on the instrument. Customer indicated that laboratory result was different than the instrument and the difference was 5mmol/dl. Customer indicated a calibration drift of 28mmol/l on the instrument. There was no report of injury due to this event.